Manufacturer narrative:
Ethnicity: white. Date of event was approximated to (B)(6) 2019 as the event occured in (B)(6) 2019. This event was reported to the FDA via a voluntary medwatch report. The user facility reference number is (B)(4). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a placement of ureteral stent via guidewire and open laparotomy procedure performed in (B)(6) 2019. According to the complainant, during procedure, the physician was placing a ureteral stent, he made a high urethrotomy incision to pass a 5-french angle-tipped ureteral catheter down the ureter into the bladder. Via cystoscopy, he passed an amplatz guidewire up to the ureter. The guidewire was backloaded in the cystoscope and over the wire, stent was placed. The stent was difficult to advance and felt that the guidewire was bent. When the guidewire was removed, it broke and unraveled. Upon inspection of the wire by the surgeon, he felt it he had all the pieces. X-ray showed no foreign body in the area except the intended ureteral stent. However, post evaluation by the urologist identified the proximal end of the stent is bent over on itself and will need to be removed at a later date with possible replacement needed in 6-12 weeks. Reportedly, the initial surgery for pelvic mass removal was a laparoscopic approach. However, upon entering the abdominal cavity, the size of the mass could not be removed via laparoscope. The procedure was converted to an open laparoscopy. Prior to the procedure, the primary surgeon has placed a 24 cm uretral stent in the left ureter. The lower end of this stent migrated to the distal end of the ureter and consulted urology to assist with repositioning/removal. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.